Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, high right ventricular (rv) lead threshold was noted as well as episodes that the implantable cardioverter defibrillator detected as fast ventricular tachycardia (vt) but were suspected to have been an atrial arrhythmia with rapid ventricular response. The shocks delivered during those episodes were suspected to be inappropriate. The rv lead and ICD remain in use. No further patient complications have been reported as a result of this event.